Event description:
It was reported that the patients original pain had returned, and that they were experiencing inadequate pain relief. The patient had the superion indirect decompression spacer explanted. No additional adverse patient effects were reported. The explanted device will not be returned as it was discarded. No further information can be obtained.